Event description:
Implant record listing with implants used. One sticker listing "dbm strip" had an expiration of 02/28/2017. Surgeon and supervisor were notified. Upon further investigation with the MFR, it was discovered there was a MFR labeling error and the product truly was not expired. Requested documentation from the MFR with the correct expiration date.